Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 427 mg/dl. Customer had symptom as nausea and vomiting. Customer treated with syringe. Self test and displacement verification test were passed. The pump will not be returned for analysis.